Event description:
Complainant alleged that during a pediatric code (age & gender unknown), pads were attached to the patient and the first device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another set of pads and a second device to continue treating the patient; however, the problem persisted. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.